Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported single gripper actuation issue was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report difficult to close. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. One xtw clip was inserted and successfully implanted. To further reduce mr, a second xtw clip was inserted and while testing the gripper actuation above the mitral valve, one of the gripper arms would not lower. It was noted the gripper arm would not lower until the lock lever was placed in the lock position. Troubleshooting was performed but the issue was unable to be resolved. Therefore, the clip was removed and replaced. A third xtw clip was successfully implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.